Event description:
During a clinic follow-up, an increase in the capture threshold, an increase in the pacing impedance, and episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.